Event description:
The catheter was placed 2006 and owing to both poor flow and sepsis a decision was made to remove the line, done in 2008. X-ray taken six days later, showed that the tip of the catheter had detached and was attached to the pt's heart valve in the right atrium. An echo and toe confirmed the presence of a foreign body in the right atrium which was "infective and vegetative".

Manufacturer narrative:
The device had been in the patient for 1.5 years. Examination of the returned pieces of catheter lumen revealed no visible material deterioration. We are unable to determine the cause or factors which contributed to this event. All catheters are prone to physiological encapsulation and calcification.